Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s father) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a medical surveillance specialist. The reporter stated that around 5am on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿210 mg/dl¿ on the subject meter compared to ¿165 mg/dl¿ on an older onetouch ultra meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages her diabetes with humalog insulin which she adjusts based on a sliding scale. The reporter indicated that in response to the reading on the subject meter, he gave his daughter 2 units of insulin. He reported that about half an hour later, the patient developed symptoms of ¿felt sick and couldn¿t move¿ with ¿low blood glucose to 58 or 59 mg/dl¿. The reporter indicated that he gave the patient ¿juice and food¿ to treat her symptoms at around 5:30am on (B)(6) 2018, prior to her leaving for school at 6am. He also reported that on an unspecified date and time, the patient obtained a further alleged inaccurately high blood glucose result on the subject meter of ¿135/165 mg/dl¿ compared to ¿79 mg/dl¿ on the onetouch ultra meter. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient/reporter appeared to be using non-verio test strip lot # x1689883x which, the reporter stated, he had purchased at the (B)(6) a month earlier. The test strip vial indicated that the test strips were made in (B)(6)and expired 03/2021. However, no onetouch verio test strips have such lot numbers and they are all manufactured in the (B)(6). The use on non-verio test strips invalidates the results obtained on the meter. Education on valid comparisons and the use of control solution was provided by the cca. Replacement products (meter, test strips and control solution) were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event requiring third party intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.